Manufacturer narrative:
Product evaluation: the product was not returned for analysis and remains in the eye. Product history and batch records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. Attempts to gather additional information have been unsuccessful. (B)(4).

Event description:
A representative of (B)(6) reported that defects in the material of an intraocular lens (iol) implant created glistenings or refractive anomalies in the matrix of the lens. These anomalies created disability glare effects for the patient. Additional information is not expected. There are two manufacturer reports associated with these events. This report is for the right eye.